Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: post stent procedure. It was reported that in 2008, the xience stent was implanted from the lima to the lad. At some point in 2009, the patient returned for a repeat pci for focal restenosis and was treated with a non-abbott stent in the distal portion of the xience v stent. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effect of restenosis is a known adverse event listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.